Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during laparoscopic lung resection. The device was unable to fire. Another stapler was used to complete the case. No patient injury.